Event description:
Additional information received reported that the cause of the event was "thinning tissue over generator/depleted generator." All impedances were normal. There was a surgical revision wherein the generator was replaced and the pocket site was deepened. The symptoms were noted as non-functional device and pain at generator site. The patient did not require hospitalization and patient outcome was noted as no injury. It was also noted that the patient did well and there was a full restoration of the stimulation system. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the hcp would be doing a revision surgery because of pocket erosion. It was noted that therapy was working well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: na; lead: model 3778-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: na; programmer: model 37742, serial# (B)(4).